Event description:
It was reported that, after a thr had been performed on and unknown date, the patient experienced pain and a pseudo tumor was noticed. This adverse event was solved by a revision surgery on (B)(6) 2026. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).